Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d4 (primary UDI number), g1 (manufacturing site name), h4. H3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that there was no damage or defects with the connecscr cann long. A functional test was performed with the mating device (03.043.025), and no problems with assembly and disassembly were found. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed with the mating device (03.043.029), and no problems with assembly and disassembly were found. The overall complaint was confirmed as the observed condition of the connecscr cann long would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 03.043.025. Lot number: 295p546. Manufacturing site: haegendorf. Release to warehouse date: 26.07.2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported on an unknown date that, the surgeon was inserting a tibia nail advanced and the surgeon experienced the following issues: the aiming arm, radiolucent was worn down and trocars have too much movement inside the designated holes. The trocars do not fit snug into the aiming arm anymore. The insertion handle long, radiolucent was getting stuck on the nail when trying to separate the two pieces. This has been an issue for the second case in a row. The connection screw needs to be replaced with the insertion handle because the nail keeps getting stuck when trying to disconnect the nail from the insertion handle. The 8mm hexagon t-handle screwdriver was possibly stripped and not engaging in connection screw. The long ream rod pusher (blue ball handle) has a week spot in shaft, about to snap in half when pressure is put on shaft while using.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot, expiration date), d9, d10 and h4. Corrected: d4 (primary UDI number). H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.